Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse removed the wash station and tested all dispense ports for accuracy. All dispense ports were okay. The acid and base dispense was accurate. The cse reassembled and ran mulitdiluent 11 in 10 replicates. All the results showed less than 0.000 and the rlu cv was 2.61%. The patient sample was run in 5 replicates. All the results were negative. The quality control was run and all levels passed. The cause for the discordant troponin ultra result is unknown. The quality control (qc) was acceptable at the time of runs. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The result was discordant with the second draw sample. The second draw sample was tested and the result was negative. The initial sample was repeated on the advia centaur cp and the advia centaur xp platforms. The results were negative. Emergency room (ER) patient. Patient was admitted. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.